Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - no image was present when the returned device was tested with olympus model series 180 scopes. The cause of the problem was isolated to a faulty patient board set. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no video image was produced. The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to design. On april 16, 2018, there was a design change implemented to the printed circuit board (dr board). Countermeasure products have been shipped after june 14, 2018. The subject device was manufactured before the design change. Olympus will continue to monitor field performance for this device.